Event description:
The customer reported that during the second seal cycle of an esophagectomy, the knife blade would not retract, causing the jaws to no longer open. The surgeon forced the device from tissue which caused tissue damage. There was no bleeding and no pt injury. No further information has been made available by the site.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.